Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the band for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The access port that was shipped with this device, was not implanted into the pt and will not be returned. The access port from the pt's previous band was removed and will be returned on a separate record. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Irritation, wound dehiscence, infection and fistula are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of an infection as follows: "contraindications - the lap-band system is contraindicated in: pts who have an infection anywhere in their body or where the possibility of contamination prior to or during the surgery exists." "Caution: in revision procedures, the existing staple line may need to be partially disrupted to avoid having a second point of obstruction below the band. As with any revision procedure, the possibility of complications such as erosion and infection is increased. Any damage to the stomach during the procedure may result in peritonitis and death, or in late erosion of the device into the gi tract." "Caution" the lap-band system is for single use only. Do not use a band, access port, needle or calibration tube which appears damaged (cut, torn, etc.) In any way. Do not use one of them if the package has been opened or damaged, or if there is any evidence of tampering. If packaging has been damaged, the product may not be sterile and may cause an infection." "Infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the reported event of irritation and edema as follows: caution: pts must be cautioned to chew their food thoroughly. Pts with dentures must be cautioned to be particularly careful to cut their food into small pieces. Failure to follow these precautions may result in vomiting, stomal irritation and edema, possibly even obstruction. Device labeling addresses the reported event of wound dehiscence as follows: "adverse events: perforation of the stomach can occur. Death can also occur. Specific complications of laparoscopic surgery can include spleen damage (sometimes requiring splenectomy) or liver damage, bleeding from major blood vessels, lung problems, thrombosis, and rupture of the wound." Device labeling addresses the reported events of surgical complications as follows: complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body."

Event description:
Event reported as, "left upper quadrant infection of unk etiology." The apl lap-band system was removed and will be replaced at a later date. The explanted band will be returned. Follow-up findings: band and prot removed due to fistula. When band was first implanted, pt had a second large hiatus hernia repair performed. Follow-up findings: pt first showed signs of redness at the incision site and four days later, the incision had opened and the infection continued from there. Port from pt's first lap-band system had been left implanted and was in situ at this time and was explanted with this band. See related medwatch report # 2024601-2011-00277.